Event description:
It was reported that during a da vinci-assisted surgical procedure, there were difficulties in clipping the cystic artery and the cystic duct because once the hemoloks were installed and the instrument was installed in the system, the surgeon tried to close them and they were thrown out without achieving a successful closure. Closure was attempted on several occasions and was successful in some cases and not in others. Since closure was not achieved in most attempts, it was decided to use another medium clip applier and this worked perfectly. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.